Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping. Reportedly, the battery gauge jumped from 80% to 30% then back up to 100% while connected to a power source. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.